Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat incontinence and mesh was implanted. It was also reported that the patient, following insertion, experienced pain, erosion, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent revision in (B)(6) 2011 and (B)(6) 2012 due to vaginal perforation. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/06/2016. (B)(4). Additional information: age/date of birth. Additional narrative: it was reported that following insertion the patient experienced urinary incontinence and vaginal discharge.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral oophorectomy. It was reported that patient underwent mesh removal on (B)(6) 2011 by (B)(6).